Event description:
During a cybersecurity upgrade it was noted that the device went into backup mode. Multiple unsuccessful trials were performed to restore device function with software download. The device was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated with a programmer; the device image (entire memory contents) and programmer printouts were obtained and reviewed. The reset logs indicated the device detected a software error which put the device into bvvi mode; although, a power-on reset (por) was not observed. Noise was noted due to an interior ic anomaly that resulted in memory corruption. The reported event of backup vvi was confirmed. Backup vvi was caused by memory corruption in the device image.

Manufacturer narrative:
Additional information: associated to z-2327-2018